Event description:
The manufacturer received information alleging a ventilation service required alarm had occurred on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that error code, communication between the host and oxygen blending module (obm) was lost (e-0349), was observed on the device's error log. The manufacturer's service technician further evaluated and determined the obm printed circuit assembly (pca), obm blender gasket, and interface pca sensor board had caused the issue to occur on the device. In conclusion, the device's obm pca, obm blender gasket, and interface pca sensor board were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet, base enclosure, front enclosure, and rear case were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.